Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for atrial septal defect and mitral stenosis. It was reported that the mitraclip procedure was performed on (B)(6) 2017. Four mitraclips were implanted to treat the mitral regurgitation (mr), reducing the mr from grade 4+ to grade 3+. At the 30 day follow up, the mean pressure gradient was 5.3 mmhg. On an unspecified date, it was noted that the patient had mitral stenosis and a severe atrial septal defect (asd), resulting in left to right shunting and right sided heart failure. On (B)(6) 2022, transesophageal echocardiogram was performed. The mean pressure gradient was 8-13 mmhg; however, mr was grade 0. All clips were noted to be well attached to both leaflets and functioning as expected. No additional intervention was performed or is planned. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of perforation, mitral stenosis, and heart failure are listed in the mitraclip nt system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on available information, a cause for the reported perforation could not be determined. The reported mitral stenosis appears to be due to patient condition. The reported heart failure appears to be a cascading event of the perforation. The reported serious injury/illness/impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.